Event description:
Customer reports discrepant results with meters compared to lab. Patient #8. Date: (B)(6) 2010. Lj inratio meter: lot #232170 - 1.4; lot #236690 - 1.7. Ls inratio meter: lot #232170 - 1.4; lot #236690 - 1.7. Lab: 1.63. Ds and lj are the initials of the nurses using two different meters. These were the only identifiers the customer could provide.

Manufacturer narrative:
Investigation pending.